Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when patient deactivated their stimulator from MRI mode they hated the shock feeling when they turn it back on. See related pe (B)(4), stopped working; return sx; sudden].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.